Manufacturer narrative:
A patient having ineffective stimulation was reported to abbott. The patient's lead was replaced and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.